Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. A trend review showed no adverse trend for complaints related to problem code system error 2240 alarm. Overall, the trends are stable during the time period that this incident occurred. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.

Event description:
A customer contacted baxter's (B)(4) to report receiving system error 2240 (air in line) with the homechoice (hc) machine during dwell 4 of 5. The patient was connected at the time of the alarm. The patient will discard supplies and contact the nurse. Product surveillance contacted the nurse on (B)(6) 2010. The nurse stated that she was aware of this event as the patient reported this alarm to her. Per the nurse there were no holes, leaks, or visible defects in the cassette. The patient discarded supplies and started over with new supplies. The patient resumed therapy without patient injury or medical intervention associated with this event. The nurse also reported that the patient passed away this morning. According to the nurse the cause of death was related to the patient's many cardiac problems which was unrelated to peritoneal dialysis therapy.